Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display screen tracking to the stylus pen was not working. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
Analysis was able to confirm the stated reason for return of "screen failure, screen tracking to pen does not work", there was a deviation between the stylus and the cursor on the screen. It was additionally noted that the grill power supply side was broken from the lower case, the printer drawer was broken and was missing parts and no stylus was returned with the programmer. The touch screen, grill, printer drawer and stylus were added, the touch screen calibrated and new software was installed. The device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.